Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and found the pneumatic interface module, drive manifold, helium reservoir failing. Replaced the drive manifold, helium reservoir assembled pim. All the service testing was passing, but in clinical mode the device will draw vacuum and then would alarm autofill failure. Fse ordered parts. On (B)(6) 2023 fse troubleshooted the device further with the autofill issue still remaining. Ordered more parts. On (B)(6) 2023 fse troubleshooted the device further by replacing pim to backplane cable with the autofill issue still remaining. Reinstalled the drive manifold assembly with the original parts and functional tested without any further failure. The final issue was the helium reservoir assembly was the cause of the autofill issue. Drive manifold failed as an out of box failure. Fse resolved the issue by replacing helium reservoir (d997-00-0565 assy). Fse then calibrated and performed functional testing to the unit. The equipment was cleared for customer use. Retaining the manifold, helium reservoir assembled and pim in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (component codes). Corrected fields: (type of investigation). A getinge field service engineer (fse) evaluated the unit and found the pneumatic interface module, drive manifold, helium reservoir failing. Replaced the drive manifold, helium reservoir assembled pim. All the service testing was passing, but in clinical mode the device will draw vacuum and then would alarm autofill failure. Fse ordered parts. On (B)(6) 2023 fse troubleshooted the device further with the autofill issue still remaining. Ordered more parts. On (B)(6) 2023 fse troubleshooted the device further by replacing pim to backplane cable with the autofill issue still remaining. Reinstalled the drive manifold assembly with the original parts and functional tested without any further failure. The final issue was the helium reservoir assembly was the cause of the autofill issue. Drive manifold failed as an out of box failure. Fse resolved the issue by replacing helium reservoir. Fse then calibrated and performed functional testing to the unit. The equipment was cleared for customer use. Retaining the manifold, helium reservoir assembled and pim in the failure analysis and testing department per procedure. The failure analysis and testing department received the following parts associated with this complaint asco drive manifold assy,this part was received with a reported unit failure message of autofill failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of autofill test failed, also solenoid k12 failed. Drive manifold failed testing. In root cause grid fat dept. Chosen impossible to define for this part. Retaining drive manifold in the fat dept. As per procedure 0002-07-d008 rev an. The following was performed by technician of the maquet failure analysis and testing (fat) department (B)(6) (B)(6) 2023. The failure analysis and testing department received the following parts associated with this complaint helium reservoir .cable assembly, pm to backplane cable pneumatic interface to backplane these parts were received with a reported unit failure message of will not go past autofill tests. Performed visual inspection of these parts received and parts look to be in good condition. Installed all parts into the cardiosave test fixture and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of following parts failed testing. Helium reservoir x1 shuttle prs. Did not work while testing. Pim ( received without safety disk) failed after the disk was plugged and tests would not continue, indicating major leak in the pim. Above parts failed testing. In root cause grid fat dept. Chosen impossible to define for above two parts. For autofill failure alarm: the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. For out of box failure: the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The failure analysis and testing department could not verify the failure of following parts: cable assembly, pm to backplane . Cable pneumatic interface to backplane -above parts passed testing. In root cause grid fat dept. Chosen not confirmed for above two parts. Retaining all parts in the fat dept. As per procedure 0002-07-d008 rev ap.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump will not go past autofill.